Event description:
A medtronic rep reported that although accuracy was great, when navigating the navlock 5.5 tap, the cross hair position in trajectory view 1 and 2 differs from the axial and sagittal views. No impact to the pt's outcome was reported.

Manufacturer narrative:
No parts or files have been received by the MFR for eval.